Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number 3003442380-2025-13265, was submitted on 01-sep-2025. Based on the description it was found that the malfunction was not related to infusion set related it was due to urinary tract infection (uti) and covid. . Unable to use. So the case is thereby downgraded to non-reportable. Thus, this MDR is being submitted to retract the initial MDR.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) event on (B)(6) 2025. Blood glucose level was 800 mg/dl at the time of the event and patient got treated with insulin via intravenous (IV) and patient also took bolus and manual itself. Patient has experienced the symptoms of sick/unwell at the time of the event. The duration of hospitalization was less than 24 hours. No further information available.